Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for cuff is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device went to the hospital two weeks before the operation because the device was not working properly. Upon inspection, it was confirmed that the balloon had a hole. The physician removed and replaced the balloon through replacement surgery, and the patient's condition improved and was stable after the surgery. There were no further signs or symptoms reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for cuff is (B)(4) concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pressure regulating balloon (prb) was visually and microscopically inspected, and leak tested. The visual inspection of the prb revealed that the prb was non-spherical. The prb was identified to have a hole from fatigue between the shell and adaptor junction. The leak test revealed that the prb had a leak from fatigue between the shell and adaptor junction. Based on the information available and analysis results, the hole identified in the ballon had a hole from fatigue was the most probable cause of the complaint/event with an assigned investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device went to the hospital two weeks before the operation because the device was not working properly. Upon inspection, it was confirmed that the balloon had a hole. The physician removed and replaced the balloon through replacement surgery, and the patient's condition improved and was stable after the surgery. There were no further signs or symptoms reported.